Event description:
It was reported that during a da vinci-assisted radical cystectomy with illeal conduit surgical procedure, using a dual surgeon console (ssc) setup, the user observed an alleged non-intuitive motion on patient side manipulator (psm) 2. The customer received phone assistance from the technical service engineer (tse). The customer was unable to provide additional detail to tse regarding the movement issue. The surgeon used the other surgeon console (ssc), and no further issue was reported. The procedure was completed using the same system with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the reported event occurred with the surgeon's head inside the ssc high resolution stereo viewer (hrsv), while attempting to a manipulate the instruments. The failure was not related to an inability to move the instrument. The movements of the surgeon did not scale appropriately to the instrument. It was noted that the movement was not greater nor lesser, and the instrument was not moving as it was intended to and it felt uncomfortable. The instrument did not move in the intended direction while deploying the tissue toward the abdomen's dorsal position, and the movement was uncomfortable along with being difficult to operate compared to usual. There was no damage to the tissue. The customer observed friction. There was no instrument to instrument or system arm to arm interference. There were no external collisions. The reported event was persistent. The device was inspected prior to use.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, fse was unable to reproduce the issue. The suspected patient side manipulator (psm) was replaced proactively as a part of customer satisfaction. After replacement, the system was tested and verified as ready for use. Isi has received the psm; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted post failure analysis evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis (fa). Fa investigations reproduced the customer-reported complaint on the patient side manipulator (psm) and had multiple findings. Friction readings were found to be out of spec along axis 1 and a crack in the link 2 wiring support tube was observed. A high pot to encoder error signal along axis 2 was observed and sticking was felt across axis 2. A clicking noise coming from the axis 2 gearing was observed and the link 3 ground straps were found to be bent. During evaluation, the j21 ffc was found to be loose and the cannula mount was found to be physically damaged. The link 4 lower pulley assembly was found to be chipped. Looseness was found to the ffc's within the link 5 rolling loop assembly. The link 6 upper pulley assembly was found to have pulley de-coupled from its bearing. At least one of the link 6 wrist pulley assemblies was found to be damaged. The link 6 release lever body was found to be cracked and it was observed that there were alloy screws installed on the arm that may or may not be rusty.

Event description:
Refer to h10/h11 for follow-up information.